Event description:
It was reported that stent thrombosis and death occurred. The chronic total occlusion (cto) target lesion was located from the proximal to distal left anterior descending (lad) artery. There was no flow through the artery. Two overlapping promus elite drug-eluting stents were deployed, a 3.00 x 32mm and a 2.75 x 28mm. Following serial balloon dilitations, there was good timi iii flow in the artery. The patient was stable post procedure and was transferred to a ward where they subsequently died. The physician believes stent thrombosis might have occurred.

Event description:
It was reported that stent thrombosis and death occurred. The chronic total occlusion (cto) target lesion was located from the proximal to distal left anterior descending (lad) artery. There was no flow through the artery. Two overlapping promus elite drug-eluting stents were deployed, a 3.00 x 32mm and a 2.75 x 28mm. Following serial balloon dilitations, there was good timi iii flow in the artery. The patient was stable post procedure and was transferred to a ward where they subsequently died. The physician believes stent thrombosis might have occurred.

Manufacturer narrative:
Media review: media provided by the site was reviewed by boston scientific medical personnel. A significant step was noted between the stented vessel diameter and the distal vessel diameter. Timi ii antegrade flow was noted to the distal vessel, and myocardial bridging or competitive flow was noted in the native vessel distal to stent. The myocardial bridging at distal edge of stent may have contributed to acute vessel closure.